Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The occlusion was located in the tubing. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17398. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013267, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013267 was manufactured according to the work instruction (wi) version 101.0, in the multivac 14, on 14/may/2025, with a total of (B)(4) units. 2435788 the sub-assembly: gluing of tubing the lot 5e00665 was manufactured according to the wi version 67.0 and manufactured in the line sc05-sc06, on 05/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of connector the lot 5d04877 was manufactured according to the wi version 39.0 in the gluing of connector in the line 03, on 30/apr/2025, with a total of (B)(4) units. The lot 5e01644 was manufactured according to the wi version 39.0 in the gluing of connector in the line 03, on 13/may/2025, with a total of (B)(4) units. The lot 5e02146 was manufactured according to the wi version 39.0 in the gluing of connector in the line 03, on 21/may/2025, with a total of (B)(4) units. The lot 5e02147 was manufactured according to the wi version 39.0 in the gluing of connector in the line 03, on 21/may/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by loose contamination. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.